Manufacturer narrative:
The autopulse platform s/n (B)(4) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found that the front enclosure was damaged. The autopulse platform is a reusable device; therefore, this type of physical damages can occur due to normal wear and tear and/or physical abuse and is not related to the reported complaint. A review of the archive was performed and several user advisories (ua) 7 (discrepancy between load 1 and load 2 too large) were noted on (B)(6) 2016. However; there was no activity recorded on the date of event, (B)(6) 2016. The platform was functional tested and the autopulse exhibited user advisor (ua) 7 (discrepancy between load 1 and load 2 too large) upon power up thus confirming the reported complaint. Further investigation indicated that one of the load cells (load cell 2) was defective. Replacing the load cell 2 remedied the ua7. Additionally, the power distribution board (pdb) was replaced per routine service procedure. Performed simulated compression testing with manikin using a 95% patient test fixture (lrtf) for approximately 30minutes, and did not replicate any of the user advisory or fault. In summary, the customer's reported complaint of the platform exhibiting ua 7 was confirmed during functional testing. The root cause was attributed to a defective load cell 2. After replacement of the part identified during investigation and visual inspection, the platform passed all final functional testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform s/n (B)(4) displayed user advisory (ua)7 (discrepancy between load 1 and load 2 too large). The platform worked fine the day before and it just stopped working. No patient involved during this event. No other information was provided.